Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipetter assembly. The fse completed the k0-k5 adjustments. The instrument was inspected, tested without further problem, and returned to service.